Manufacturer narrative:
E1: patient city: (B)(4) patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 31-may-2024, it was reported that the patient had needle stick took place during disposal, therefore the patient needs replacement of cannula due to bleeding. The patient did not receive medical treatment for needle stick, and it was hard to remove. No further information available.